Event description:
It was reported that during preventive maintenance, it was discovered that the compressor would not turn on. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported problem about the compressor mini not turning on was discovered during preventive maintenance. This was corrected by replacing the mains inlet and the compressor was put back in service after a successful functions and safety checks were performed. The mains inlet was returned for investigation. Ocular inspection showed that the mains inlet was dusty and the fuse contact in the mains inlet was charred. Earlier investigations have shown that dust in the environment, if deposited on the fuse holder, will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. Our conclusion is, that the compressor mini did not start due to a broken mains inlet. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air stops. The ventilation will continue with o2 gas if connected. Several alarms will be generated by the ventilator when the air supply stops. According to the user's manual, preventive maintenance shall be performed after (B)(4) operating hours. It includes visual inspection for damage of parts and preventive cleaning of dust in the mains inlet.

Event description:
(B)(4).